Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoirs. Performed pre-fill reservoir test (B)(4) and (B)(4). Reservoir failed per spec. Transfer guard occluded. Evaluated 2 opened/used reservoir. Performed pre-fill test to reservoirs per (B)(4)and(B)(4). Reservoir's transfer guard passed per inspection. No occluded anomalies was observed during analysis. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir anomaly. Customer's blood glucose was unknown mg/dl. The customer stated there is reservoir leak between the blue transfer needle guard and the syringe. The customer stated that all on the same day she had 3 reservoirs that did not work properly. The customer was advised that the reservoirs would be replaced. The customer was offered to troubleshoot but declined.